Event description:
It was reported that on (B)(6) 2023, a 18mm and 20mm amplatzer cardiac plugs were chosen for left atrial appendage occlusion for atrial fibrillation patient using a 12f amplatzer torqvue 45x45 delivery sheath. Both 18mm and 20mm were the incorrect size and not stable. During the procedure, heparin was administered and there were multiple recaptures and multiple tension tests. A 22mm amplatzer cardiac plug was implanted. The final activated clotting level was 224. On (B)(6) 2023, the patient presented with shortness of breath and pericardial effusion was noted on transesophageal echocardiogram (tee). A pericardiocentesis was performed and 600cc's of blood/fluid was drained. Pericardial effusion lead to cardiac tamponade. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of dyspnea and pericardial effusion led to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.